Event description:
An altitude alarm occurred with the pump, but the customer did not recall the exact date of the event. There was no reported adverse impact to the customer's blood glucose level. Tips for preventing future altitude alarms were provided to the customer, who acknowledged them, and insulin therapy was resumed without needing to replace the cartridge.